Event description:
The customer reported via phone call indicating that the insulin pump had a vibrator anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that noisy motor during rewind.

Manufacturer narrative:
Findings: vibrator alarm works properly. Unit received with motor low grinding noise during rewind due to faulty motor. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.